Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the buttons on the infusion device are defective. This began as an intermittent issue and then the buttons stopped functioning entirely after the infusion device was dropped in water. No adverse event was reported. The alleged product was requested for evaluation.